Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: rn noticed secondary medication bag still had approx 150ml (medication was 250ml) but pump was had beeped that it was done and was not running secondary bag medication and was only running primary line. Secondary line was unclamped and no kinks in line. Checked with previous rns if medication bag was overfilled or was supposed to be stopped. Rns clarified that all of secondary medication bag should have completed. Based on the reported, this sounds potentially like a known back check valve issue with the secondary infusion line and not a pump issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.